Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had an operation on (B)(6) 2018, where they found the contact resistance (impedance) of an extension wire was too high in the operation test. A new extension was placed. It was unknown what caused the issue. The patient was in good condition and had normal treatment. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the high resistance was resolved with the new extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.